Event description:
A healthcare provider (hcp) reported that the patient arrived at the hospital last night with altered mental status and renal failure. They would like to lower the dose because they believed the patient was getting too much. The medication infused was baclofen. A representative later reported that the patient presented symptoms that could be of baclofen withdrawal or underdose. It was noted the patient had sepsis, acute renal failure, they were lethargic, and they had respiratory depression. It was noted the patient had components of what appeared to be withdrawal and also overdose. A healthcare provider (hcp) who was consulting later noted that there was concern that the patient was lethargic, and that the renal failure was altering the dose of intrathecal baclofen (itb) and they wanted to decrease. The patient had documented urosepsis with pus from the urethra. This was not likely to be overdose or withdrawal. The patient was not spastic or spasmin. The itb was not likely contributing to lethargy as the total dose kidneys were seeing was only 1.25 mg. The hcp managing the patient understood and would observe the patient. It was mentioned that baclofen withdrawal can mimic sepsis and, if cultures were negative, consider withdrawal. It was later reported, the medication infused was lioresal. The cause of the patient¿s symptoms was not known, though it did not ¿sound¿ pump related. No telemetry strips were available. The pump was not beeping. The patient was better, but they were still not stable according to the ICU doctor. They had urosepsis and mental changes.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).